Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. Subsequently, the excess skin was removed. Additional information has been requested but has not been made available as of the date of this report, may 16, 2017.